Manufacturer narrative:
On (B)(6) 2013, spoke with the customer. Claims that her (B)(6) daughter was brushing top molars and the unit slipped off her teeth and cut the inside of their mouth. Claims that they had her rinse about four times with water to clean all the blood out of her mouth which is when they noticed the cut. Claims that the daughter was taken to the dentist who put two stitches in her mouth and put her on antibiotics. They have had the unit for about a year and half and have only changed the brush heads one time. On (B)(4) 2013. Consumer agreed to return the product for eval.

Event description:
On (B)(6) 2013, customer claims that while their child was brushing their teeth, the toothbrush flipped out of her mouth, which severely cut the child. The customer stated they went to the dentist and child received two stitches.